Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48 mm diameter x 75 mm length abdominal aortic aneurysm. The proximal neck diameter was 24mm, the distal neck was 23mm and its length was 55 mm. The right common iliac artery was 19mm and the left common iliac artery was 18mm. The bifurcated stent graft was implanted on the right side. It was reported that after insertion of main body and contralateral limb, touch-up was performed with another manufacturer¿s 32mm balloon. After that, the hemodynamics were unstable and angiography showed there was a haemorrhage from the right cia and this was diagnosed as a damaged right cia which required the right internal iliac artery to be coiled followed by implant of an endurant 16x10x124 iliac stent graft. This was extended into the right external iliac artery and the blood pressure was restored to normal. Blood transfusion was administered as a precautionary measure. It was also noted that there was a possible type iii endoleak as there was a small amount of blood flow to the coiled right internal iliac artery. No further intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported. The physician commented that the right common iliac artery perforation was due to the condition of the vessel and the balloon dilatation should have been performed carefully. Films were reviewed as follows: cta's pre-implant show a 5cm maximum diameter aaa. The distal aortic diameter is 3cm, the right common iliac maximum diameter is 18mm and contains calcium. There is a patent ima at the anterior mid-sac, and several lumbars are seen on the posterior distal sac. Cta's 2 days post-implant show that the aortic cuff and bifurcate were positioned just below the renals. The 16mm x 24mm contralateral limb is positioned within the distal end of the right common iliac. The 16mm x 10mm contralateral extension was placed into the contralateral limb, extending approximately 3cm beyond the contralateral limb into the right external iliac artery. The maximum aneurysm diameter is 4.8cm. Contrast is seen within the aaa sac near the level of the flow divider. There is a possible type ii endoleak from the ima seen at mid-sac which may be the source of this endoleak. There is also contrast seen in the right common and internal iliac's; the cause is less certain. This may be due to retrograde flow from the right internal; however this is coiled. This may be due to a type iii junctional endoleak between the overlapping contralateral limbs. Although there is adequate lengthwise overlap, there may be an inadequate radial seal between the two overlapping limbs within the right common iliac artery which measures 22mm at the distal contralateral limb od. Images during implant were not provided; the cause of the reported damaged right common iliac at implant could not be determined.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak, vessel occlusion. Calcified vessel, type ii endoleak. Inadequate radial seal between the two overlapping limbs. Conclusion: endoleak, vessel occlusion. Calcified vessel, type ii endoleak. Inadequate radial seal between the two overlapping limbs.